Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to pain and back knee. The femoral, insert, and baseplate were replaced to rhk series (zimmer). The surgeon doesn't think products failure. The device won't be returned for evaluation.

Manufacturer narrative:
Correction based on data clarified during the investigation process. (B)(4).